Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), urinary tract infection ("bladder/urinary problems: uti") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and urinary tract infection had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: date of insertion: (B)(6) 2012 (discrepancy noted) plaintiff have received treatment for pain: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury, migration, bladder/urinary problems: uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events added: pain abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury, migration, bladder/urinary problems: uti added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('1 essure coil that was extruding from the right fallopian tube'), device dislocation ('migration: yes/doctor said that the coil was not in the correct location'), menorrhagia ('menorrhagia (heavy menstrual bleeding') and genital haemorrhage ('general abnormal bleeding') in a 39-year-old female patient who had essure (batch no. 774387, 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor said that the coil was not in the correct location and he had to be pulled". The patient's medical history included depression, anxiety and uterine fibroid. Previously administered products included for an unreported indication: mirena and iud nos. Past adverse reactions to the above products included device expulsion with iud nos. Concomitant products included hydrocodone since 1998 and oxycodone for herniated disc. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("psych injury/psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("psych injury/psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal"), nausea ("nausea,"), dyspareunia ("dyspareunia (painful sexual intercourse") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion of essure device left side"), abdominal pain ("abdominal pain") and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with ibuprofen, omeprazole (prilosec) and surgery (ablation, and total abdominal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, device expulsion, anxiety, female sexual dysfunction, vaginal haemorrhage, depression, nausea, migraine, dyspareunia and fatigue outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion: (B)(6) 2012 (discrepancy noted) plaintiff have received treatment for pain: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury, migration, bladder/urinary problems: uti the left was noted to have four coils and on the right there were three coils visualized. Essure confirmation test: no (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as dyspareunia, genital bleeding, depression, migraines, menorrhagia, uti, back pain, vaginal discharge, fallopian tube perforation concerning injuries reported in this case the following ones were described in patient medical records device expulsion, fallopian tube perforation most recent follow-up information incorporated above includes: on 27-sep-2019: pfs and mr received: events abnormal bleeding (vaginal, apareunia (inability to have sexual intercourse, psychological or psychiatric problems condition: depression, anxiety, migraines / headaches, doctor said that the coil was not in the correct location and he had to be pulled, fatigue, dyspareunia (painful sexual intercourse, migraines / headaches, nausea, 1 essure coil that was extruding from the right fallopian tube, expulsion of essure device added. Medical history, lot number added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('1 essure coil that was extruding from the right fallopian tube'), device dislocation ('migration: yes/doctor said that the coil was not in the correct location'), menorrhagia ('menorrhagia (heavy menstrual bleeding') and genital haemorrhage ('general abnormal bleeding') in a 39-year-old female patient who had essure (batch no. 774387, 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor said that the coil was not in the correct location and he had to be pulled". The patient's medical history included depression, anxiety and uterine fibroid. Previously administered products included for an unreported indication: mirena and iud nos. Past adverse reactions to the above products included device expulsion with iud nos. Concomitant products included hydrocodone since 1998 and oxycodone for herniated disc. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("psych injury/psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("psych injury/psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal"), nausea ("nausea,"), dyspareunia ("dyspareunia (painful sexual intercourse") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion of essure device left side"), abdominal pain ("abdominal pain") and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with ibuprofen, omeprazole (prilosec) and surgery (ablation, and total abdominal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, device expulsion, anxiety, female sexual dysfunction, vaginal haemorrhage, depression, nausea, migraine, dyspareunia and fatigue outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion: (B)(6) 2012 (discrepancy noted) plaintiff have received treatment for pain: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury, migration, bladder/urinary problems: uti. The left was noted to have four coils and on the right there were three coils visualized. Essure confirmation test: no (discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as dyspareunia, genital bleeding, depression, migraines, menorrhagia, uti, back pain, vaginal discharge, fallopian tube perforation concerning injuries reported in this case the following ones were described in patient medical records device expulsion, fallopian tube perforation. Lot number: 774387, manufacturing date: 2010/09, expiration date: 2013/09. Lot number: 871971, manufacturing date: 2011/06, expiration date: 2014/06/30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.